Event description:
It was reported that during a (B)(6) 2014 custom implant procedure, the surgeon was dissatisfied with the "standard long poly rotating metal component". The surgeon reported that this component was "different" from the poly rotating metal component provided by the company in his previous custom implant case. The implant procedure was successful with no adverse patient consequences reported.

Manufacturer narrative:
The surgeon had ordered a long tibial component, which he acknowledged and approved. Stanmore believes the surgeon had mistakenly expected the custom tibial component would be equivalent to a mets modular distal femur tibial component. The device was successfully implanted with no complications reported. This complaint is being tracked and trended. This complaint is being closed.

Event description:
(B)(4)

Manufacturer narrative:
A preliminary investigation of the complaint confirms that the surgeon ordered and approved a custom implant design which included a "standard long tibial component". The device history records were reviewed and no non-conformances were identified. The investigation is ongoing; a supplemental report will be provided when further information is available. Please note that this custom distal femur replacement implant is similar to the mets modular distal femur (k121056).